Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the firing knob broke off, did any piece or pieces fall into the patient? If yes, were they retrieved? If yes, will they be returned with the devices for analysis? If not, were they disposed of?

Event description:
It was reported that during a colectomy, a small bowel anastomosis was attempted using a linear stapler. There was no problem in anastomosis stapling, but in the stump stapling tissue did not progress with half bite. Strengthens the handle and the handle is broken. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 49 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.